Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00215. Follow-up information indicated the patient consulted with her physician and has elected to not pursue surgical intervention at this time. Reprogramming of the system was performed and the patient is receiving stimulation.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00215. It was reported the patient does not feel her drg system is providing effective therapy and desires to have the system explanted. Patient refused reprogramming attempts. Surgical intervention may be taken as the next course of action.